Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump currently showing a fill estimate of 10 units instead of the caller's expected 200 units. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to remove air from the cartridge before filling, loaded a new cartridge, and was satisfied with the updated fill estimate, declining further assistance. Customer will continue to monitor and follow up if necessary.